Event description:
The customer questioned inr results for 1 patient tested on professional coaguchek xs meter serial number (B)(4), when compared to 2 different laboratories using 2 different methods. Based on the results provided, the results compared to the laboratory using the stago method were discrepant. The customer tested patient on meter and received a result of 2.5 inr. The laboratory result was 2.0 inr. The laboratory result was believed to be correct and the coumadin dosage was changed. The customer's therapeutic range is 2.5 - 3.5 inr. No adverse event occurred. The patient is feeling ok with no signs of bleeding or bruising. The patient is on heparin sodium. The patient is not anemic, has no antiphospholipid antibodies, is not direct thrombin inhibitors. The patient has not experienced a change in coumadin, is not on any new medication, is not experiencing any illness, and has had no diet change. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 330461) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. However, it is stated in the communication to discontinue use of and discard affected strips.